Event description:
Catheter was tested prior to preparing the tray before the procedure. It inflated without difficulties. The catheter was inserted in the common femerol vein. The balloon would not inflate. The catheter was exchanged and procedure was completed without incident.